Event description:
It was reported by a mitek rep. That during a case a portion of the tip of a mitek vapr angled se electrode broke off into the pt. The broken fragment was retrieved and there was no consequence to the pt.